Event description:
Country of complaint: (B)(6). Peel foil is glued with aluminium packaging.

Manufacturer narrative:
Us reporting agent notified on 01/15/2015. Manufacturing site eval:samples received: 7 unopened and 1 open pouch (second package open). There are no previous complaints of this code/batch. There are no units in OEM stock. The open sample received does not have the aluminium pouch stuck to the outer paper foil. All closed samples were opened and the aluminum pouch was not stuck to the outer paper foil. All packs opened correctly. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.